Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6306585. Medical device expiration date: 2018-05-31. Device manufacture date: 2016-11-01. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that there have been an increased amount of clotting in bd microtainer® map microtube for automated process k2 edta 1.0 mg.